Event description:
A health care professional noted on (B)(6) 2013, a 1x5x1 cm ulcer was discovered at the rectal distal area next to the fms balloon when a nurse was caring for perineal dermatitis; she stated the patient had an area which contained pink tissue.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The health care professional stated the fms was removed, the area was assessed 1 week later and no open areas were observed. The (B)(6) -year-old male patient was transferred in from (B)(6) hospital on (B)(6) 2013 with an fms in place for an unknown amount of time. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.